Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire in which they stated, "difficulty inserting the cannula / mechanism problem," which may indicate a needle mechanism failure. It is unknown whether the patient was being unsure if the cannula was properly seated in the infusion site of the skin, wore the pod or how long it was used. No impact on the patient's glucose levels was reported.